Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient requires a revision surgery due to a medial malleolus fracture that is not healing and lucency under the tibial implant. Both sides are being revised. The surgery was completed and all components were explanted and a cement spacer was placed. The patient underwent an ankle fusion.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient requires a revision surgery due to a medial malleolus fracture that is not healing and lucency under the tibial implant. Both sides are being revised. The surgery was completed and all components were explanted and a cement spacer was placed. The patient underwent an ankle fusion.

Manufacturer narrative:
Correction to g1( reporting contact). The reported event could be confirmed since images of CT scans were provided and shows the presence of a medial malleolus fracture and loosening of the tibial component. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned. However, an image was provided showing the explantation of five screws. The image does not allow for a thorough assessment. For further evaluation, the screws will need to be returned. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT quality provided is poor. The described medial malleolus fracture, however, can be confirmed. There is also the hypertrophic pseudarthrosis visible. The implant may have impingement with the malleolus as well. The tibial radiolucency indicates loosening. The failure could be patient related due to poor bone substance, but also procedure related as there is the bone contact with the medial malleolus. Although the issue is most likely both patient and procedure related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.